Manufacturer narrative:
(B)(4) captures the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported the patient implanted with this implantable cardioverter defibrillator (ICD) was lost to follow-up. Upon device interrogation a code 1007 was displayed indicating the capacitor charge time has exceeded the limit. The battery had reached end of life (eol) approximately one year earlier. Device replacement was recommended. Subsequently the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported the patient implanted with this implantable cardioverter defibrillator (ICD) was lost to follow-up. Upon device interrogation a code 1007 was displayed indicating the capacitor charge time has exceeded the limit. The battery had reached end of life (eol) approximately one year earlier. Device replacement was recommended. Subsequently the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. An x-ray of the device was performed to assess internal components with no anomalies noted. Numerous shocks had been delivered after end of life (eol) was reached, causing the battery voltage to decrease and the subsequent code 1007 to be declared. Having met the engineering longevity prediction and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.